Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced uncomfortable stimulation; therefore the ipg was explanted and replaced (B)(6) 2019 and the issue resolved.

Manufacturer narrative:
The reported uncomfortable stimulation was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the alleged issue. During processing of this complaint, attempts were made to obtain complete patient information.